Manufacturer narrative:
The frontier was purchased by the (B)(6) va. At the va's discretion, the said product was sent to amy systems and an after-market seating system was installed. The wheelchair is older than the standard replacement range of the va. They will purchase the customer a new unit. The va is also to consult with the customer regarding the proper care of the power wheelchair.

Event description:
The customer reported to the va (per (B)(6)) that the chair drove on its own and hit the bed and wall. At this time it was determined the chair sustained damaged wiring and started to spark. The technician at the va stated that they thought one of the owner's cats jumped on the joystick of the chair. A fire extinguisher was used on the chair as it continued to arc. Due to the sparks, the chair was pushed outside. The fire department was called and they cut the wiring.

Event description:
The customer reported to the va (per (B)(6) that the chair drove on its own and hit the bed and wall. At this time it was determined the chair sustained damaged wiring and started to spark. The technician at the va stated that they thought one of the owner's cats jumped on the joystick of the chair. A fire extinguisher was used on the chair as it continued to arc. Due to the sparks, the chair was pushed outside. The fire department was called and they cut the wiring.

Manufacturer narrative:
The frontier was purchased by the dallas va. At the va's discretion, the said product was sent to amy systems and an after-market seating system was installed. The wheelchair is older than the standard replacement range of the va. They will purchase the customer a new unit. The va is also to consult with the customer regarding the proper care of the power wheelchair.